Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited loss of capture during right ventricular automatic capture (rvac). It was noted the patient's rv threshold is known to vary greatly due to a medical condition. As such, technical services recommended not utilizing rvac for this patient as historical data shows their measured thresholds are between 2.7 to 3.0 volts with 3.0 volts being the upper limit of voltage acceptable for the rvac algorithm. Manual threshold testing was recommended so that a fixed rv output can be programmed to ensure capture. No adverse patient effects were reported. This device remains in service.